Manufacturer narrative:
One medfusion pump was returned with the lcd lens damaged and the keypad scratched. The event history log was reviewed and there was a "maintenance is recommended" alarm. Inspection and start up were conducted to test the pump. The reported issue was able to be duplicated. There was impact on the lens and the keypad was damaged. The buttons of the pump will not work if the silence button is not pressed after the maintenance message appears. The issue was as a result of the user's physical damage to the pump. The pump was repaired and the issue was resolved.

Event description:
Information was received indicating that a smiths medical medfusion pump would not respond to buttons and the screen was damaged. The pump failed during testing and there was no patient involvement.